Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer's insulin pump alarmed button error. Customer's blood glucose was 283 mg/dl. Customer's mother reported customer plays volleyball, as a significant event that may have caused the device to alarm. Customer's mother was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump did not alarm button error. However, the act button did not respond due to corroded keypad trace. The device was received with cracked display window, cracked display window corners, broken battery tube threads, and cracked reservoir tube lip.